Manufacturer narrative:
Patient height reported as 5¿4¿. Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal procedure due to pain on (B)(6) 2018. Hardware removed during the procedure involves one (1) locking compression plate (lcp) one-third tubular plate with collar, one (1) variable angle lcp medial distal tibia plate, seven (7) cortex screws, two (2) locking screws with stardrive and five (5) variable angle locking screws with t8 stardrive. The hardware was implanted on an unknown date. During the procedure the five (5) variable angle locking screws broke. The broken screws were fully removed. The bone was healed and no additional hardware was implanted. The surgery was successfully completed with no surgical delay. The patient outcome is unknown. This report addresses the revision surgery due to pain. Additional products involved are addressed in (B)(4). The intraoperative issue with the broken screws is addressed in (B)(4). This report is for one (1) 2.7mm va locking screw. This is report 6 of 6 for (B)(4).